Event description:
A screw implanted in an aclp plate in 2004, backed out and was removed in 2004. Screws were tightened with torque wrench 2.5mm and an audible "pop" was heard. No screws were proud and screws locked into plate with an appearance of countersinking. Procedure was a revision of a previous surgery.